Manufacturer narrative:
Remains implanted.

Event description:
It was reported via x-ray that the bottom ozark screw is backing out of an ozark plate post-operatively. Revision surgery has not be scheduled nor performed at this time. This report captures the plate.

Event description:
It was reported via x-ray that the bottom ozark screw is backing out of an ozark plate post-operatively. Revision surgery has not be scheduled nor performed at this time. This report captures the plate.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed as a valid lot or catalog number was not provided and could not be obtained. Device stg was reviewed and the following was found to be relevant: "after screw insertion, engage the locking cover by inserting the size10 tapered driver into the screw cover and rotating clockwise 90° so that the cover retains the screw heads. Screws should sit below the screw cover to ensure that the locking cover is adequately engaged note: plate geometry should prevent the locking cover from rotating beyond the intended 90°. Do not rotate the locking cover past the clockwise stop on the plate." If screws are not properly seated in plate they may potentially interfere with securing mechanism which can cause screws to migrate post-op". No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker. If devices and / or additional information become available, this investigation will be reopened. Due to failure mode not being able to be confirmed and no additional information received a root cause could not be determined conclusively.